Event description:
It was reported that during a prostate procedure, the fiber overheated and blocked in standby mode @ 44:22 minutes. Joules used 435,035. The procedure was completed using a second fiber. There was ¿no damages to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-420a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits severe char of detritus; the glass cap exhibits severe devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap is deformed and burnt at the location of the proximal fracture; the outer flow tubing is melted at the location of the proximal fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.